Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device filled with clear fluids, appears to be intact labeled right side. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported "hole in valve". Device has been explanted.